Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for evaluation. Therefore, the investigation is confirmed for peeled pebax and pinhole rupture. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model dr8074 pta dilatation catheter allegedly experienced material rupture and peeled /delaminated. The information was received from a single source. This malfunction involved one patient with no patient consequences. A (B)(6) years old male patient weight was no provided.